Event description:
During a revison surgery, while syringing the cement, the nozzle came off and cement spilled out around the cartridge. Upon removal of the excess cement by the physician, an unexpected fracture occurred in the femur.

Manufacturer narrative:
Device not returned for eval.